Event description:
Procedure performed: nephrectomy. Description of event: [name] hospital. "Surgeon push the thumb ring forward to deploy the bag but the prong was stuck. This bag cannot deploy. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event." Product available for return. Additional information was received on 01dec2022 via email from [distributor]. "The actuator was difficult to push and the bag was not come out of the tube." Photo also now attached. Additional information was received on 14feb2023 via email from [distributor]. Yes, the bag was intentionally cut below the bead following the event and after the unit had been removed from the patient. When asked if the bag was cut before the unit was removed from the patient and if they could confirm that the bead and portion of the bag were removed from the patient, the rep responded, "yes. The bead and bag were removed." Type of intervention: "user replace with a new one to complete this surgery." Patient status: "fine".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a jammed device. The pawl, an internal component of the device, was slightly deformed. The bag was returned without the bead. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the device jam. The instructions for use (IFU) states, "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The customer confirmed that the bag was intentionally cut after removal from the patient, resulting in the bead detaching from the bag. Device jam is not a reportable event as it is unlikely to cause or contribute to death or serious injury. This event was initially reported based on the bead detachment observed on the returned unit. However, based on additional information received from the customer regarding the intentional cut of the bag after removal from the patient, applied medical determined that this event is not reportable.

Event description:
Procedure performed: nephrectomy. Description of event: hospital. "Surgeon push the thumb ring forward to deploy the bag but the prong was stuck. This bag cannot deploy. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event." Product available for return. Additional information was received on (B)(6) 022 via email from [distributor]. "The actuator was difficult to push and the bag was not come out of the tube." Photo also now attached. Type of intervention: "user replace with a new one to complete this surgery.". Patient status: "fine".

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.